Manufacturer narrative:
The reported field event of blood inside the connector bore was confirmed. The amount of the body fluid was minimal and wouldn¿t pose any clinical risk. The device was tested on the bench including mechanical stress testing and battery assessment and no anomalies were found.

Event description:
It was reported that during procedure, the pacemaker (pm) header was found to have blood inside. The pm was not used and replaced. The patient was stable throughout procedure.